Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The nonconforming power controller printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event is attributed to nonconforming power controller printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console shutdown on its own. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received indicated that during ppv (pars plana vitrectomy) procedure, the event occurred. The surgery was completed by using an alternate console. There was no system message displayed. There was no patient impact.